Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening on the anterior side, and yellow particles. A leak test and microscopic analysis were performed which identified an observed void greater than 1 millimeter in the non-textured, valve-to shell-bond area, and a sharp crease opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the anterior side due to a fold flaw opening

Event description:
Device has been explanted.